Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer to always use room temperature insulin. Customer changed cartridge only and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.